Event description:
The manufacturer received information alleging a trilogy e202 ventilator failed the check active ventilator service alarms test step. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, a ventilator service required error code was found in the device's error log indicating that the oxygen blending module (obm) o2 sensor needs to be replaced, which does not affect therapy. The service engineer notes that the obm printed circuit assembly (pca) board was replaced to resolve the not reportable error. The device failed again at the test station while testing the nurse call capability, which is a critical error. The service technician stated that the interface (pca) board was replaced to resolve the issue. Additionally, the base enclosure was replaced due to cosmetic damage. The device passed all testing. No further investigation is required.